Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm tenaculum forceps instrument to perform failure analysis. The instrument was analyzed and had a dislodged flush tube guide. The housing was removed for inspection, and the flush tube guide was found to be loose in the housing. Additionally, the instrument had a loose pitch cable at the distal clevis; the instrument had a dislodged pitch cable at the proximal end in the housing, likely causing the cables to appear loose at the distal wrist. For clarification, the instrument had the pitch cable crimp (other) from wrist control cable at the grip hub dislodged. As a result, the cables appeared to be broken, but it was not. The cable crimp was not returned with the instrument; the piece missing is 0.80 mm x 1.00 mm. The complaint was confirmed by failure analysis.

Event description:
It was reported that the 8mm tenaculum forceps instrument had a rattling inside the housing. No further information was provided.